Event description:
Medical records received. On (B)(6) 2021, the patient underwent a left total knee arthroplasty with post-traumatic osteoarthritis with the removal of previous unknown manufacturer tibial hardware implanted 20 years prior due to a tibial plateau fracture. The patella was resurfaced and depuy products and depuy cement x 2 were used. After implantation of the press-fit stem, a bone fracture occurred at the distal tip of the press-fit stem. The femur fracture was treated as a second operation on the same day as the main procedure. After the closure of the initial incision, the patient was taken to a new operating room where the surgeon performed a second procedure through a second incision site. Competitor cables, sleeves, bone putty, and bone grafts were used to address the femoral fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, d10 concomitant med products. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot DHR reviewed, no deviations or non-conformance's were noted. H10 additional narrative:

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune revision was performed. Surgical technique was followed perfectly. During implantation of final femoral component a femoral fracture occurred at the tip of the attune press fit stem. Orif was performed to fix fracture. At the time of surgery the surgeon did not see any reason to report event and considered it as misfortune. On (B)(6) 2021 a second attune revision patient presented to the ER with the same type of fracture.